Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
On 18/apr/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incarcerated parastomal hernia & umbilical hernia¿ surgery and was implanted with strattice device on (B)(6) 2016. The patient underwent a ¿repair of parastomal hernia without mesh¿ on (B)(6) 2020. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffers from abdominal discomfort.¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty riding motorcycles, hunting, and fishing.¿ patient "wears an uncomfortable abdominal binder.¿ patient ¿currently suffers from another hernia and is fearful that [they] will need to have another surgery.¿ the form lists the conditions that were treated were ¿large incarcerated parastomal hernia and umbilical hernia repair with strattice mesh¿ with approximate dates of treatment between on (B)(6) 2016. The patient also received treatment for ¿repair of parastomal hernia without mesh¿ between on (B)(6) 2020. The ppf form also indicates the patient has a prior history of ¿rectal cancer; colostomy."

Manufacturer narrative:
Additional and/or corrected data: b5, d1, d4, h4, h6. A review of the device history record for strattice lot sp100356 has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.